Event description:
Had pro grip mesh installed for a left inguinal hernia on (B)(6) 2018. Pain from the site and symptoms never went away. Could still feel the hernia beneath the patch. Raised my concerns and was told there is nothing wrong. The hernia's now the size of half a baseball and is larger than when the surgery was done initially. Revision is to be done by another surgeon at (B)(6) (B)(6) 2019 by removing the patch and installing a new one. Patch was placed using open surgery and placed on top of the hernia. FDA safety report ID# (B)(4).